Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced complications. The 80% stenosed target lesion was located in the calcified distal superficial femoral artery. A 2.1mm jetstream® xc atherectomy catheter was selected for use. Two passes were made with the blades down on the jetstream device. A 4x60mm lutonix drug coated balloon was then used; however when they "shot the below the knee vessel", the peroneal and posterior tibial vessels had sluggish flow and potentially had either clot or embolus of some nature or particulate from the balloon. No further patient complications were reported an no additional intervention was performed.